Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Posterior capsule rupture is indicated as a potential adverse event related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in china. Patient underwent phacoemulsification cataract extraction with intraocular lens implantation under topical anesthesia on (B)(6) 2026. During the implantation, the anterior haptic of the intraocular lens scratched the posterior capsule. After adjustment of the lens position, the intraocular lens was well-centered within the capsular bag. The surgery was completed smoothly without adverse effects. Product replaced with another lens immediately during surgery. Patient health not impacted. Problem code: a051102 - sharp edges.